Event description:
The hosp reported that during a coronary artery bypass procedure, a opcap pt with very frail tissue developed a dissection on the posterior wall of the aorta. It was discovered when blood kept coming around the heartstring seal in massive amounts during proximal anastomosis. It was unable to be controlled with the blower mister. Surgeon had to go on pump and perform ascending aortic replacement with a graft. The hosp did not report any pt effects. Maquet cardiovascular anticipates return of the product in question.

Manufacturer narrative:
Since the device is not available to be returned to us, a technical eval can not be performed. We will, however, continue to monitor and trend this type of event to ensure that there is no compromise to quality. A lot history record review could not be completed as the product lot number is unk. (B)(4).